Event description:
Procedure: laparoscopic cardioplasty. Reportedly, the device operator could not pull the needle out of the other side. The device operator tried again, the needle broke and fell into the patient cavity. The same event occurred 2 times. The broken needles were retrieved immediately.